Manufacturer narrative:
Lot number provided in medwatch was 300007280. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during an elective procedure the intra-aortic balloon (iab) would not pass through the sheath for insertion. A second iab was used and successfully inserted through the sheath. The indication for use was a pre-op elective for cardiac cath procedure. There was no reported injury to the patient. Facility medwatch mw5077727 received on 22jun2018 and states as follows: "iabp catheter would not fit through the sheath from the insertion kit. Second kit opened and this catheter passed through. No pt. Harm or delay as this was an elective procedure."

Event description:
It was reported that during an elective procedure the intra-aortic balloon (iab) would not pass through the sheath for insertion. A second iab was used and successfully inserted through the sheath. The indication for use was a pre-op elective for cardiac cath procedure. There was no reported injury to the patient. Facility medwatch mw5077727 received on 22jun2018 and states as follows: "iabp catheter would not fit through the sheath from the insertion kit. Second kit opened and this catheter passed through. No pt. Harm or delay as this was an elective procedure."

Manufacturer narrative:
Correction: section d.4. Lot # changed from:3000069503 to: 3000070487. Serial # changed from: unknown to: (B)(4). Expiration date changed from: 03/13/2021 to: 03/30/2021. Section h.4. Changed from: 03/13/2018 to: 03/30/2018. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint #: (B)(4), record #: (B)(4).

Manufacturer narrative:
Correction: section d.4. Lot # changed from: 300007280 to: 3000069503. Section d.4. Expiration date changed from: 03/03/2021 to: 03/13/2021. Product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #: (B)(4), record #: (B)(4).

Event description:
It was reported that during an elective procedure the intra-aortic balloon (iab) would not pass through the sheath for insertion. A second iab was used and successfully inserted through the sheath. The indication for use was a pre-op elective for cardiac cath procedure. There was no reported injury to the patient. Facility medwatch mw5077727 received on 22jun2018 and states as follows: "iabp catheter would not fit through the sheath from the insertion kit. Second kit opened and this catheter passed through. No pt. Harm or delay as this was an elective procedure."